Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that per physician assistant managing the patients care, they had superficial soreness along the surgical sites. They did have a little bit of edema more consistent with a superficial hematoma. They had a little bit of warmth, no fever, or chills. We did antibiotics as a precaution.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they not getting any relief and was worse now then when they had the thing put in them. When asked for event date, patient confirmed august. Patient mentioned it's eating up the juice of their battery (agent understood as implant). Patient mentioned they charged their implant last friday and when they looked at it on monday, they noticed their implant was 20%. Patient mentioned their implant was lasting only days and they charged the implant up on monday. Patient mentioned when they checked their implant today the battery was down to 20% again. Patient mentioned they had the same pain level since their implant. Patient mentioned their rep jacked it (agent understood as stimulation) up to where it was shocking their body then dialed it down. Patient mentioned they were informed it would take 72 hours to communicate. Patient mentioned they were informed their implant should last 7-10 days. Patient mentioned a different rep worked with them on their temporary stimulator. Patient mentioned when they went to their healthcare provider (hcp) after the implant, patient noted they were all swelled up from the surgery and was given antibiotics. Patient mentioned they went a second time, and they were still swollen they put me on antibiotics. Patient mentioned when they were there, the rep was communicating to their implant from their tablet. Patient mentioned the rep did all of the programming and programmed everything with their tablet. Patient was informed to use each group for a week then move on to another group to find which group is better for the patient, but none of them are working. Patient mentioned they have an appointment scheduled in 2 weeks with their hcp. Agent reviewed with patient implant battery is dependent on therapy settings and usage. The patient was redirected to their healthcare provider to further address the issue. On 2024-oct-04 the rep reported that the 7-10 day longevity expectation was never set with the patient (pt). The pt is programmed with dtm so having to recharge every couple of days is not unusual. Patient was also told that recharging intervals would depend on how much pt increased intensities. Rep will reiterate with pt that recharging intervals can vary greatly from program to program. The rep will follow up with the hcp as to why the pt was on antibiotics. The rep reached out to the hcp office to follow up with patient at an appointment, but it is unknown if the issue is resolved at this time. On 2024-oct-10 additional information was received from the patient (pt). Agent asked clarifying questions on why antibiotics given. Patient reported they were given as a normal part of the surgery procedure, the hcp wanted them prescribed as precautionary, they were initially given a weeks supply. Agent asked if there was any infection or suspected infection, and patient said no, only swelling and soreness. Patient said the second time they went in they wanted the patient to continue the antibiotics as a precaution since there was swelling. Patient then clarified the sutures/stitches were aggravating the patient, and those were eventually removed. This was at the second visit. Patient said the implant is doing some weird things, like one day it will work and the next day it won¿t. Patient clarified there are too many external devices and it is so complicated to use the implant with them, with patient reporting some connection issues. Agent tried to clarify if issue with external device, and patient they do not know, they don¿t understand bluetooth and spent 4 hours getting things to work (did not clarify further). Patient expressed frustration with not getting relief, reporting they are worse off now than before the implant. Patient is currently working with a rep, but has not contacted them recently, but noted they would contact the rep if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.